Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010. The patient was reported to be over 18, however, exact age is unknown. According to the complainant, the retrieval basket was "found to be defective" during the procedure. Additional event and patient information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a gemini stone retrieval paired wire helical basket was used in an unknown procedure performed on (B)(6), 2010. The patient was reported to be over 18, however, exact age is unknown. According to the complainant, the retrieval basket was "found to be defective" during the procedure. Additional event and patient information is reported to be unavailable. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
The device was returned with the basket partially closed. There was a kink on the drive wire, and the outer sheath buckled near the black heat shrink. The device was unable to open or close properly. Given that the defect was identified during the procedure, the drive wire most likely became bound in the working length due to some aspect of the procedure. When the drive wire is bound within the outer sheath it can cause the sheath to buckle near the black heat shrink. Therefore, the most probable root cause for this complaint is operational context.